Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm x 2cm x 90cm peripheral cutting balloon was used during a forearm shunt percutaneous transluminal angioplasty. During procedure, upon initial inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported.